Event description:
On (B)(6) 2009, the pt reported his insulin infusion device is using up batteries rapidly. He stated in his last pack of batteries one of the batteries only lasted 45 minutes. New batteries were sent to the pt for troubleshooting purposes. On follow up with the pt on (B)(6) 2009, he stated he is using the new batteries but his device is still draining the batteries rapidly. On further follow up, the pt stated his device did not display an a2 (low battery) or e2 (battery depleted) error. He stated he rec'd an e7 (electronic error) on his device 45 minutes after replacing the battery and he "couldn't get rid of it." No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for eval.